Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for compact plus system 2. Reference medwatch with patient identifier (B)(6) for compact plus system 1.

Event description:
Customer reportedly received the following results on 2 different meters within 2 minutes: 95 mg/dl (compact plus system 1) and 179 mg/dl (compact plus system 2). No adverse event due to the device reported. The alleged product was replaced and requested for evaluation.